Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-38965. It was reported that a patient presented in-clinic for a surgical procedure for the right atrial (ra) and right ventricular (rv) leads. Prior examination of the both the ra and rv leads revealed noise. The noise of the rv lead was over-sensed, leading to pacing inhibition. The ra lead and rv lead was explanted and replaced on (B)(6) 2021. The patient is recovering and no additional patient consequences were reported.